Event description:
It was reported that this patient experienced an arrhythmia and a shock was delivered to convert back to a normal rhythm. Upon device data review, the physician noted a code 1005, indicating an open circuit condition. Boston scientific technical services was contacted and confirmed that the right ventricular (rv) lead impedance has a history of high, out of range shock impedance measurements (>145 ohms). Thorough in-clinic troubleshooting was recommended prior to potential system revision. At this time, the system remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient experienced an arrhythmia and a shock was delivered to convert back to a normal rhythm. Upon device data review, the physician noted a code 1005, indicating an open circuit condition. Boston scientific technical services (ts) was contacted and confirmed that the right ventricular (rv) lead impedance has a history of high, out of range shock impedance measurements (greater than 145 ohms). Thorough in-clinic troubleshooting was recommended prior to potential system revision. Recently, 41 joule shock testing was performed which resulted in an impedance of 117 ohms. Provocative maneuvers and pocket manipulations were also performed, which showed a range of impedance measurements between 114 to 119 ohms. Ts was contacted again for discussion and although it was noted that there was a risk of adequate therapy conversion due to the code 1005, the physician elected to continue with monitoring. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.